Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow-up were device indicated premature battery depletion. Device was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.